Event description:
It was reported that during a female sterilization procedure, the falope ring would not deploy. After several attempts the pt's falope tube was badly damaged. The physician used filshie clips to finish the procedure. Olympus made multiple attempts to gather additional info from the user facility but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional info or if the device is received at a later time this report will be supplemented.